Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, a bezoar was discovered during a clinic visit. The patient was scheduled for a tube replacement.

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062918 intestinal. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.